Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions for a pump reset from technical support, and after resetting, the error did not reoccur, allowing the customer to successfully start their sensor session.